Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that 33 patients underwent unspecified instrumentation surgery, for the treatment of early-onset scoliosis (neuromuscular, idiopathic, congenital, syndromic). Post-operatively, infection in four patients required implant removal with re-implantation in three after 6 months. No further information was provided.